Event description:
A nurse reported that a patient presented with inflammation in the left eye at the hinge post lasik. The previously prescribed topical steroid eye drops were increased. Additional information provided by reporter states that the patient is currently using an antibiotic eye drop, a topical steroid eye drop, and an artificial tear eye drop. The reporter also stated that the inflammation was caused from the patient having deep inset eyes which caused the suction to break during treatment.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior the date of treatment. Logfiles review could not be performed, because the requested log file for the date of treatment was not provided. The root cause could not be identified conclusively, because no logfile and patient data is available for review. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).